Event description:
It was reported that shaft break occurred. During unpacking of a 1.50mm x 20mm emerge balloon catheter, it was found that the metal connection shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 42.2cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. During unpacking of a 1.50mm x 20mm emerge balloon catheter, it was found that the metal connection shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.